Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however outer tubing overlay breached cut, and blood noted on outer tubing overlay and helix mechanism; full lead returned and analyzed.

Event description:
It was reported that the right ventricular lead had sensing variation. There was no sign of insulation tear or fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.